Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that frontal ippc was failing. After resetting the frontal ippc the system return to its full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot boot up. Upon functional testing, fse found that frontal ippc was failing. The philips engineer reset the frontal ippc and monitored the system. After which, the system was returned to good working order.